Event description:
It was reported that the patient experienced an "extreme electrical sensation" followed by a return of symptoms. Impedances were very high (over 4,000 ohms). The lead was replaced. There was a "good response" on the new lead.

Manufacturer narrative:
Product ID 388928, lot# b0839878k, implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type lead, (B)(4).